Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 29.5cm was returned for analysis. External insulation abrasion was noted at 12.0-12.4cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. External insulation abrasion was noted at 23.0-25.7cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observations of unacceptable threshold and low hv lead impedance.

Event description:
It was reported that an alert for lead impedance anomaly was received via merlin.net. The patient was brought into clinic for further evaluation, decrease hv lead impedance, increased in pacing lead impedance and high pacing threshold were observed. Upon extraction procedure externalized conductors were observed. Lead was replaced and the patient condition was well after the event.